Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2018, follow up examination revealed a type ii endoleak. On the same day, a reintervention procedure occurred whereby embolization of the type ii endoleak was performed. The endoleak was resolved.